Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 410 mg/dl. Customer did not troubleshoot as reservoir was changed when customer saw bubbles. Customer wanted to get to the basal. Customer was advised on issues that could cause air bubbles. Customer was advised to monitor and call back if issue persisted.